Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements on the cpu board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.